Event description:
Customer reported a burning smell and imbalance issue with the express 4 unit.

Manufacturer narrative:
A burning smell was reported from the centrifuge unit. It was found that the power supply interconnect cable was melted onto the board. No injuries, open flames, or smoke was reported, nor fire department being called.